Event description:
A report was received from the affiliate indicating the following: during a coronary stenting procedure, inspection of the cypher was conducted before use and there was no abnormality observed. The target lesion was the distal right coronary artery. The lesion was a de novo, slightly calcified and slightly tortuous. There was 90% stenosis. Pre-dilation was conducted and pre-intravascular ultrasound (ivus) was conducted without difficulty. While the 3.0x18mm cypher stent was being delivered, the physician felt resistance right before the target lesion. The pushability was not conveyed properly to the tip and so the stent delivery system (sds) could not be delivered smoothly. The physician decided to remove the cypher but while the sds was being removed, he found the shaft to be kinked and felt it was elongated. Therefore, a different cypher of same size was implanted instead and the procedure was finished. There was no pt injury. The product was clinically used and will be returned for the analysis.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.